Event description:
It is reported that the impactor would not disengage from the final implant.

Manufacturer narrative:
Eval summary: the instrument should be lubricated with a water soluble lubricant such as "instrument milk" prior to each surgical procedure for proper functioning of the device. Cause cannot be definitively determined. The returned stem impactor was found conforming to functional gauge. Some strike marks are observed on the body of the device. Additionally, the locking pin exhibits some minor deformation damage from use. The device has a potential field age of 1 1/2 years. Device history records indicate device manufactured to specification. The reported malfunction has caused or contributed to a serious injury in the previous two years on a same or similar device. As a result, this report is being submitted in compliance with the medical device reporting for manufacturers guidance document published by the FDA in march of 1997.